Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-00009, 1627487-2022-00010. It was reported that the patient experienced ineffective therapy and that the l1, l2, and l5 leads were fractured. Diagnostic testing revealed high impedance on the leads. As a result, surgery occurred to explant and replace the l1, l2, and l5 leads to address the issue.